Event description:
It was reported that there was loss of telemetry on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Analysis determined that the no telemetry/no output condition was due to a severely depleted battery. The high system current drain was caused by a resistive short in the radio frequency module. This was demonstrated through thermal emissions, digital test failures, and a confirmed electrical short. The physical location of the short was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.